Manufacturer narrative:
A review of the information available was performed by the post market surveillance department as obtained from the cycler data. A large intra-peritoneal drain 3 volume occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. A visual inspection of the exterior showed no sign of any physical damage. The simulated treatment was performed and completed without any alarms occurring. The valve actuation test, system air leak test, and the pressure sensor verification check passed. The load cell value and verification were within tolerance. The simulated treatment was performed and completed without any failures or problems. The cycler weighted fill volume values were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no device malfunctions that would have caused the reported event. A device manufacturing record review was also conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding drain complication alarms and requested a replacement cycler. During the review of the patient's treatment data downloaded from the cycler, it was determined that a large drain 3 had occurred. Treatment data: drain 0: 2645 m. Fill 1: 2299, ml drain 1: 1791ml. Fill 2: 1795ml, drain 2: 1792ml. Fill 3: 1795ml, drain 3: 4297ml. Fill 4: 2305ml, no last drain. Upon follow up with the patient's pd nurse, she stated that she was aware of the patient's drain issues and the request for a replacement cycler. The drain issue is related to position rather than anything else. She recently recovered from an episode of peritonitis (previously filed) and there are no issues with fibrin or infection. This patient is on a tidal therapy. The patient remained asymptomatic during this event. There was no serious injury. The patient continues with the ccpd program. The reported drain volumes of 4297ml was 187% over the expected drain volume which resulted in a reportable device malfunction.